Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation; instead the full disclosure and incident log from the event were provided and evaluated. Review of the full disclosure indicates that CPR-d padz were attached to the device, however the lot number is unknown. The pads from the event were disposed. Review of the incident log showed evidence of lost ECG signal after the device finished analysis, due to poor coupling. Loss of contact with the patient prevented the device from discharging. Communication with the customer stated the operator had reported the patient had a very hairy chest and patient prep was not performed. Lack of patient prep was likely the cause of the poor coupling, however, without the clinical archive file with impedance measurements or the pads, this cannot be verified. Analysis of reports of this type has not identified an increase in trend.